Manufacturer narrative:
Concomitant product: product ID 3708640, serial # (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2015, product type extension. (B)(4). Device evaluation: analysis of the extension found ¿two conductors were broken 2.7 cm from the proximal end.¿

Event description:
It was reported the parkinson¿s disease patient had their implantable neurostimulator (ins) system checked during the month of report. Impedance testing was performed and high impedances of ¿over 20000 ohms¿ were found on all bipolar electrode pairs that included electrode 2. A surgery to check for fracture was performed on the day of report, during which further impedance testing was performed. Impedances were taken from the lead and extension and just the lead and ¿from the measurements, it was suspected that the extension might have a problem; and thus the extension was replaced with a new one.¿ impedances ¿around 5000 ohms were also measured in electrodes other than electrode 2, which tended to stay relatively high; however only electrode 2 showed obviously high impedances.¿ it was noted that after the extension replacement ¿the impedances were relatively high around 5000 ohms; however, a value over 20000 ohms was not measured; thus, the surgical wound was closed.¿ it was stated the high impedances had resolved ¿at the time the extension was replaced.¿ the patient was to be observed following the completion of the procedure. Reportedly, a ¿suspected fracture¿ in the extension was ¿confirmed¿ at the hospital. There were ¿no¿ health hazards to the patient due to the event. Additional information has been requested; a supplemental report will be filed if additional information is received.